Manufacturer narrative:
Vyaire complaint number (B)(4). Vyaire has not received the suspect device/component for evaluation; however, the event trace was analyzed. There were 38 alarms during the 3-day operational period. Only the first and last of those 38 are known. The last one occurred 2 minutes before shutdown and cleared 3/10 of a second later. Ltv will clear that alarm when trying to initiate a new breath. Since its last reported disconnect, which was cleared, no active disconnects detected the last two minutes after that. The customer advised that when the patient was moved to another ventilator it was discovered that a temperature probe was disconnected. This disconnected temperature probe would very likely lead to disconnect alarms. It is probable the temperature probe not being connected led to a very significant leak. The last disconnect alarms tend to come up when caretakers start emergency procedures, and this case, the report stated they manually ventilated patient with oxygen also. That last alarm (38th alarm) event likely overwrote what occurred at 34, 35, 36, 37th occurrence where maybe something first started. As no device was returned for evaluation no further investigation could be conducted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while the patient was being turned by two nurses, the nurses noticed that the patient's skin color started getting blue. The patient was disconnected from the ventilator and there was no audible alarm. The patient was manually ventilated by the nurse. There was no patient harm associated with this reported event.